Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. The pacel instructions for use (IFU) states that cardiac perforation, cardiac tamponade and damage to vessels/valve structures are possible complications that may occur when using the product. Furthermore, the instructions for use (IFU) states that potential adverse effects may be associated with the pacel bipolar pacing catheter. These include arrhythmias, cardiac perforation, cardiac tamponade, and damage to vessel or valve structures.

Event description:
The catheter wire perforated the heart wall. A 6f lead was used without a balloon. The procedure was aborted and the patient was transferred to another hospital for surgical intervention. A patch was placed on the perforated part of the heart. The patient is stable.